Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was starting to emerge from the tip of the cartridge when it was observed that the haptic had become bent. The injector was withdrawn with the lens still mostly inside the injector. The cartridge tip contacted the eye. There was no vitrectomy, incision enlargement, or sutures required. . A delay of 5 minutes was reported. The patient outcome was reported as unknown. The patient's daily activities are not significantly affected. The customer has no further information available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.